Manufacturer narrative:
The log file of the affected device was provided for the investigation. It was found that the described behavior was due to a faulty cable harness flow sensor. In case of electrical contact problems at the cable harness fluctuating tidal volumes may occur and it may result in the noise at the expiratory valve described by the user. The cable harness flow sensor is necessary to measure the expiratory flow, which is used for control and monitoring of the ventilation. In case of a faulty flow measurement e.g. Due to contact problems with the cable harness, this can result in the reported deviations. The device monitors multiple ventilation parameters like respiratory rate, volume, leakage and pressure and will generate an audible and visual alarm if the set alarm limits are exceeded. According to the instructions for use, the user is also advised to consider patient's ventilation with an alternate ventilation device (e.g. Ambu breathing-bag or replacement device) as immediately necessary in the event of a malfunction. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the unit was getting a high leakage alarm and the tidal volume was low and the values had a ? Next to them. The expiratory valve was making a noise. After unsuccessfully trying to fix the issue, the ventilator was swapped out. No injury reported.